Event description:
It was reported that the customer received a no delivery alarm on the insulin pump during manual priming. During troubleshooting, the customer was advised to disconnect and reconnect the reservoir and infusion set. Insulin exited the tubing when pushed through, and then a manual prime was successfully performed without a no delivery alarm occurring. It was advised the insulin pump was working as designed. The customer's blood glucose was 45 mg/dl, which she treated with juice and carbohydrates. She stated she was getting over an infection. Customer's blood glucose went up to 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).